Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: pnma01411a004, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had lost their recharger and recharger belt and their's back pain and nerve pain down their legs had returned. The patient was sent a replacement recharger and recharger belt. The patient was implanted for non-malignant pain and other chronic intractable pain of the trunk and limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.